Event description:
A medtronic representative reported that, while in an open spine procedure, the site alleged they became inaccurate after placing the first three screws. It was reported that when the surgeon touched the spinus process, or reference frame divot, it was inaccurate 2-3mm to the left. The surgeon was working 2-3 levels from the reference frame (open spine clamp). Using the apt and navlock each instrument showed the same inaccuracy. The surgeon completed the procedure with the use of the navigation and imaging. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2013 - a medtronic representative, following-up at the site, performed a navigation system check-out, using the blue demo model. Findings were that all of the instruments the site used in the procedure tracked without issue and were accurate. The reported issue could not be replicated using the blue demo model.